Manufacturer narrative:
Medical devices: concomitant devices: handpiece device, attachment devices, drill bit device. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the cutter/attachment assessment. Therefore, the reported condition was confirmed. Furthermore, it was observed that there was medical debris, blood residue, corrosion in the burr lock assembly when the device was taken apart which was determined to have caused the failure. It was determined that the medical debris buildup was a typical result of insufficient/improper cleaning and maintenance after clinical procedures, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 1 of 5 for the same event: it was reported that during an acoustic neuroma procedure, it was observed that three handpiece devices and two attachment devices were not locking the drill bit device. As a result, there was a 35 to 40 minute delay in the procedure. It was reported that a spare device was available for use and the procedure was completed with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.